Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, during a procedure, that there was no air coming though the cannula during fluid/air exchange. Additional event details have been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customers issue was addressed remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not following instructions. (B)(4).